Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. At the time of the wake button event, customer reported a blood glucose (bg) level of 161 (mg/dl). Customer stated that they felt like they experienced a low bg level prior to the wake button event; however, customer did not provide a specific bg value. Customer stated that they did not believe that the low bg level was related to the pump or supplies, and was related to the type of job they have; however, customer did not provide additional detail about their job. Customer stated that they did not administer boluses to treat their low bg level. Reportedly, customer will continue to use the pump for insulin therapy.